Event description:
It was reported that the patient experienced muscle stimulation. The atrial lead was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.